Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the sureform 60 stapler instrument were not opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the jaws were not opened successfully and were opened while preparing to package it to return by using a pen to try it open. The jaws were not stuck on tissue. The instrument was inserted and the jaws would not open and did not touch any tissue. The instrument was removed and replaced immediately. No adverse effects to tissue, no bleeding, no unexpected tissue removal and no unexpected tissue removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the sureform 60 stapler instrument to perform failure analysis. The reported event with the instrument could not be replicated or confirmed. A visual inspection found no damage. The sureform 60 stapler instrument was tested on an in-house system and it clamped, unclamped and fired successfully. The instrument fired successfully twice using white sureform 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The sureform 60 stapler instrument moved intuitively with full range of motion in all directions. The in-house system showed that the instrument was returned with 12 lives remaining. A review of logs was unable to identify any failures. The sureform 60 stapler instrument was fully functional, and no product issue was found.